Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three of the hemopro 2 remained activated. The reporter stated "after they released the activation toggle there is continuous activation for a minimum of 3 seconds. They feel that even though the generator and device are no longer "activated" that there is still heat being emitted from the tip". The same unit was used to complete the procedure. The hospital did not report any pt effects. It is unk if the product is returning. Refer to mw #'s 2242352-2011-01670 and 2242352-2011-01671. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. A log history record review could not be completed, since the lot number was not reported. (B)(4).